Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 216°f. Initial evaluation determined the motor seized after two minutes of testing; the rear motor bearing was worn; collet was corroded and the motor shaft was cracked and the device failed the hi-pot testing for patient current leakage at 4.790 ma. The device was also evaluated by engineering to determine the suspected reason for malfunction. The primary cause of the motor seizing resulting in motor failure would be attributed to the significant ingress of viscous liquid throughout the internal collet and motor parts along with the premature breakdown of the rear bearing. The collet and motor parts appear to have been immersed in the viscous liquid several times for an extended period of time. Additionally these types of failures are due to inadequate preventative maintenance. Additional testing to determine the maximum temperature rise rate could not be performed because the device was seized. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 45 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with the report of "heat problem." It was reported that there was no patient impact. Repair request escalated to a product event based on reason for return.